Event description:
Caller reported that a cartridge alarm occurred during the load process. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). The customer attempted to continue using the current pump and planned to switch to multiple daily injections if needed.